Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that the line broke at the edge of the dressing when the patient was changing gowns. It was a partial break, the line was not replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 3fr single lumen powerpicc sv with a needleless injection cap. A shared break in the catheter shaft was observed near the 6cm depth marking. Use residue was observed on the sample. Microscopic inspection of the break surface revealed a mostly flat, granular surface. The exact cause of the break could not be determined. However, possible causes include repetitive mechanical stress, compression of the indwelling catheter, or catheter maintenance techniques. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the line broke at the edge of the dressing when the patient was changing gowns. It was a partial break, the line was not replaced. No other information was provided.

Event description:
It was reported by customer that the line broke at the edge of the dressing when the patient was changing gowns. It was a partial break, the line was not replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.